Event description:
It was reported that a patient presented with inappropriate therapy due to functional undersensing. No changes or interventions were reported. There were no patient symptoms reported.